Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. It was reported that half way through deploying the stent, the thumb slide was not advancing and once the ses was rotated, the stent was able to be completely deployed. Based on that information, it is likely that the distal sheath of the delivery system was entrapped or bent within the anatomy such that the ratchet was unable to engage the stent properly resulting in the deployment difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Event description:
It was reported the procedure was to treat a lesion in the heavily calcified and moderately tortuous right superficial femoral artery (sfa). The 5.5x200mm supera self expanding stent system (ses) was advanced to the target lesion however half way through deploying the stent, the thumb slide was not advancing. The ses was rotated and the stent was able to be completely deployed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.